Event description:
It was reported that patient underwent a replacement procedure of his ultrex inflatable penile prosthesis (ipp) due to fluid loss. A hole was found in cylinder wall. The ultrex cylinders, pump and rtes from the surgery were removed and replaced with an ambicor 16 years after implant. The reservoir was not removed. No adverse patient effects.